Manufacturer narrative:
Age or date of birth, weight, and ethnicity: information unknown/not provided. Date of event: unknown, not provided. If implanted, give date: unknown, not provided. If explanted, give date: unknown, not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The account reported of missing haptic on an intraocular lens (iol). No further information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed because the product was not returned. The complaint cannot be verified. Manufacturing record review: there are no discrepancies found during the mrr (manufacturing record review) related to this complaint. The units were released according specification in compliance with the product intended use as required. A search of complaints revealed no additional complaint folder for this production order number. Conclusion: based on the investigation results there is no indication of a product malfunction or quality deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints